Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during castration of a guinea pig, the device was used, violet circle showed up as normally, end tone was heard and cycle stayed violet so no sign that anything went wrong, but by opening the jaws, the tissue was sticking to the jaws, no seal was done so site has small bleeding. They replaced the device with a small jaw device to complete the case. There was no patient injury.